Event description:
The customer initially reported that their device was showing it's service wrench and the battery was depleted after only 4 months of use. There was no report of extended use of the device to deplete the battery this quickly. After an evaluation of the device by physio-control, it was observed that the device would actually intermittently lock-up and the battery would deplete due to this. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to a failure of a crystal designator y4 from the digital pcb assembly. The y4 crystal had intermittent output, which caused the device to lock-up and deplete the battery. The customer received a replacement device.